Event description:
The end user reported the safety bail was sticking and not swinging freely. There was no allegation of the reported issue resulting in an adverse event or injury.

Manufacturer narrative:
The stretcher was returned to manufacturer for a visual and functional evaluation. The reported issue was confirmed and found to be a result of a missing bolt in the safety bail assembly which allowed the the bar to migrate from its intended position and in turn caused the binding movement. Once the bar was placed back into the proper position and new hardware was installed, the safety bail assembly was found to be operating as intended. The stretcher has been in the field since october 2024 and it could not be determined when or how the missing hardware became detached. The stretcher was repaired and returned to the customer.

Event description:
The end user reported the safety bail was sticking and not swinging freely. There was no allegation of the reported issue resulting in an adverse event or injury.